Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the device did not activate. On the other hand, clips were reported as did not form normally. The device was changed to complete the case.